Event description:
Pt was to receive a continuous infusion of sfu over 5 days. Pump had previously been used to deliver implantation to the same pt. When pump initiated for chemo delivery the programming or re-programming was wrong and pt received 5 day infusion in 1-2 hrs. Pump eventually alarmed "bag empty" due to the small chemo volume at 150ml & 15cc overfill.